Event description:
Medtronic received information that nine days following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to congestive heart failure. Three days later, the patient presented with dyspnea at the emergency outpatient department. Subsequently, heart failure was observed; the patient was rehospitalized. It was reported the patient was admitted on four separate occasions, sometimes requiring a prolonged admission. It was noted the patient¿s symptoms improved with lasik. Twenty-three days following the valve implant procedure, the patient was reported to be recovering. The patient was discharged from the hospital. No adverse patient effects were reported. Additional information was received that five months and twenty-two days post-implant, the patient experienced poor food intake and shortness of breath, so a medical consultation was performed at the hospital. A sudden drop in renal function was observed and the patient was hospitalized, diuretic was discontinued, and fluid replacement was performed. Seven months and eight days post-implant, during the periodical medical consultation, increased in body weight, pleural effusion accumulation and cardiac enlargement were observed. One day later, the patient was hospitalized for worsening of heart failure and received treatment and drug adjustment. Nine months and twenty-eight days post-implant, due to the patient was repeatedly hospitalized for heart failure after transcatheter aortic valve implantation and drug adjustment, an intervention for mitral insufficiency was considered necessary. Two days later, mitral clip procedure was performed. Subsequently, the patient was reported to be recovering. Per the physician, the valve and the valve implant procedure contributing factors to the events were unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that moderate-severe central mitral insufficiency was noted. No adverse patient effects were reported.